Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
It was stated that the insulin pump had a blank display. Troubleshooting was performed, and the display did not return. Nothing further was reported.